Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to high blood glucose and the reading was 323 mg/dl. The customer stated that he had last changed his infusion set the day of the hospitalization. Troubleshooting was performed and it was found that there were no basal rates programmed in the pump and that only three boluses were delivered the day before the hospitalization. No alarms were found in the alarm history. The insulin pump passed the prime and high pressure tests. The customer was advised to contact his doctor to get the basal rates that are supposed to be programmed in the insulin pump. The customer was advised that the insulin pump is operating as designed and does not need to be replaced.